Event description:
It was reported that during a procedure involving a protege ef stent, partial deployment occurred in the common carotid artery. After deployment issues were identified, the physician withdrew the defective product and found that the stent was deformed. No resistance as met during advancement. The device had not passed through a previously deployed stent. The lock-pin was not removed and there was no damage to the deployment mechanisms or device handle prior to deployment issue. Another stent was used successfully to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned in two parts with the damaged stent returned separate to the device. The device was identified by the strain relief. The returned portion of the stent measured approx. 95mm with the proximal end of the stent damaged / fractured. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 23.5mm and 25.5mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Image analysis: two photos were received from the account. One of the photos appears to show deformation to the distal and proximal section of a stent. The second image appears to show the packaging label ref:(B)(4), lot#b763645, which matches the complaint on file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.